Event description:
It was reported that the vns patient passed away on (B)(6) 2014 due to sudep. The physician stated that there was no clear relationship between the patient¿s death and vns. The patient¿s device was not explanted following her death; therefore, no analysis can be performed. The patient¿s device was last tested during an office visit on (B)(6) 2014 and system diagnostic results showed normal device function at the time. Follow-up revealed that the patient had seizure reduction with vns. The patient had secondary generalized seizures which occurred once every two months. It was noted that the patient had resective epilepsy surgery in 2005. The patient did not have a history of cardiac problems and was compliant with her medications.

Manufacturer narrative:
.